Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The hcp reported the pt had a catheter revision in 2001 and no priming bolus to get drug to the tip of the catheter was given at that time. The drug in the pump tubing had a higher concentration that the drug in the pump reservoir. The pt died 2 days later, reason unknown. Unknown what concomitant oral medications were given. Additional info has been requested from the hcp. A follow up report will be sent when additional info is received.